Event description:
It was reported that the customer was taken to the ER with a blood glucose reading of 39 mg/dl. Reviewed the bolus history with the caller, and found that the customer delivered two consecutive boluses of 6.5 units at 2:56 pm, and one at 3:00 pm for 6.0 units. The customer was not available for troubleshooting. Advised the caller to have the customer call for troubleshooting when feeling well enough. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.